Event description:
As part of a comprehensive complaint review were determined that this event was assessed and reported appropriately, the follow-up MDR was submitted with an incorrect MDR ID (ref. MDR ID 3004421439-2017-0002). Therefore, the investigation results will be re-submitted with the correct MDR ID.

Manufacturer narrative:
In the first step of our investigations we have a visual inspection carried out. In the optical control, none of scratches except deformations or other abnormalities are detected. Penetration test: to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is not permeable. Verstelltest: we tried all the pressure steps in steps of 5 at the valve up and down to adjust. The investigation has revealed that let the valve move up and down in all pressure step ranges, 3.7. Brake force and brake function test : to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measurement of however, brake release force has shown that spent more force must be to release the brake. The measured values are outside the expected specification test at the computer test bench the valve is tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liqourflow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (in based on iso 7197). The resulting pressure is measured. A test on our test bench could not be used. There the progav valve was tested negatively for permeability. Result: at the beginning of our investigations we have an optical at the valve test performed. Except for scratches, no apparent deformations or abnormalities are detected. In the further course, the progav was tested negatively for permeability. As part of the verstellprüfung the valve was in all set pressure step ranges. The braking function could be proven positive. However, brake release force has shown that more force is exercised must to release the brake. The measured values were outside the permissible tolerance. We suspect that any deposits are the could have impaired braking function. In order to obtain further results of the dysfunction, we have the shunt assistant also examined. Optically, none could apparent abnormalities. In addition, the shunt assistant was put on in the same way permeability tested. The investigation has revealed that the valve is permeable. The shunt assistant was connected to our test bench. Starting from a pressure level of 25 cmh2o was correspondingly in the test rig a hydrostatic pressure of also 25 cmh2o set. At a set opening pressure of 25 cmh2o is a resulting to expect pressure in an upright posture of 0 cmh2o; i.e. The out the height difference resulting pressure is compensated. Of the test run in the vertical position has shown that the valve in reference flow range of 5 ml / h in the vertical position with a measured value of 3.60 cmh2o is still working within the tolerance (0 cmh2o ± 4 cmh2o). One of the known risks of hydrocephalus therapy is the functional hazard due to natural substances in the csf such as protein, blood or tissue particles. To investigate if this is the case the implants considered here, we have the valves finally opened. As can be seen in figure 7, deposits could be found inside the progav valve be detected. In shunt assistant could apparently no deposits are found. We suppose, that the deposits found in the progav the properties of the valve could have influenced. There is no need for further action. The occurred problem is one of the known, unchanging risks of hc therapy through shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is dysfunction.